Event description:
It was reported the eas was used during a laparoscopic hernia repair. It was reported the device jammed. Another eas was opened to complete the case. There was no consequence to the pt.